Event description:
The customer reported multiple false positive results with the ID now covid-19 assay on performed on (B)(6) 2022. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m169940 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m169940 and test base part number 190-430 / lot m169940. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m169940 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, as the logfiles were deleted prior to export. Review of complaints against the kit lots for the reported issue indicates product performance is as expected and have not identified a product deficiency. Reference MFR number 1221359-2022-02203.

Event description:
The customer reported multiple false positive results with the ID now covid-19 assay on performed on (B)(6) 2022 .this report addresses lot m169940 and is one (1) of two(2).